Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis and the blood glucose reading was 504 mg/dl. Troubleshooting was performed and the insulin pump passed the prime test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.